Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that while attempting a bolus shot, the buttons on her insulin pump began to malfuntion. When she attempted to change the batteties, she received a fail battery test. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch. Insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.